Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) intervention, stent damage occurred. The lesion compromised ostial left anterior descending artery (lad) that involved treatment of trifurcated left main (lm). A dilatation balloon 3.0 x 10 mm was used to predilate the ostium. A taxus element stent 4.0 x 20 mm was deployed at 10 atm. A kissing balloon dilation was then performed with a 3.5x15 mm balloon in lad and a 3.0x15 mm balloon in ramus intermedius at 12 atm. Afterwards, the lad was postdilated with 3.5 x 15 mm balloon at high atm. Then trissing balloon dilation was then performed with 3.5x15 mm balloon in lad, 3.0 mm balloon at ramus intermedius and 3.5 mm balloon in the circumflex, all at 8-10 atm. During the procedure the foreshortening of the proximal end of the taxus stent was observed. Another stent was implanted to cover the lesion. The patient remained stable and no complication was reported.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).